Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap was detached. The glass cap detachment is a known inherent risk of device. Cap wear was accelerated due to anatomical/procedure factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that the during a photoselective vaporization of the prostate procedure the fiber tip fell off and was retrieved from inside of the patient. The fiber was confirmed to be in good condition prior to use and there were no difficulties encountered during handling or use that could have contributed to the reported event. There was no excessive tissue accumulation requiring cleaning of the fiber tip during the procedure. The procedure was completed utilizing another fiber with no clinical consequences to the patient.

Event description:
It was reported that the during a photo selective vaporization of the prostate procedure the fiber tip fell off and was retrieved from inside of the patient. The fiber was confirmed to be in good condition prior to use and there were no difficulties encountered during handling or use that could have contributed to the reported event. There was no excessive tissue accumulation requiring cleaning of the fiber tip during the procedure. The procedure was completed utilizing another fiber with no clinical consequences to the patient.